Event description:
Upon initially attempting to place the pt under using desflurane, the doctor noted that there were no readings for agent being displayed by the anesthesia machine. The doctor stated that the surgery had not started. The doctor turned on the sevoflurane vaporizer, the surgery commenced and was completed without incident. No pt injury.